Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 132 mg/dl. Troubleshooting was performed for power error detected alarm and noticed that power error detected reoccurred within a week of troubleshoot previous occurrence. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Power error due to j6 connector resistance issue. (B)(4).